Event description:
It was reported that the patient presented for follow up with noise exhibited by the implantable cardioverter defibrillator. No interventions were reported. Further information was requested, but not received.